Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer had air bubbles in their reservoir. Customer stated they had tried several different reservoirs, but the air bubbles persisted. It was also found there was an insulin leak past the second o-ring during troubleshooting. The customer's blood glucose was 7.5 mmol/l. Customer's reservoirs will be replaced. No additional information provided.